Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their therapy suddenly turned off this morning, and they could not function. The patient said they felt like they were before they had the ins surgery, noting that they could not walk, they were twitching very badly, they could hardly speak, and they could not think. The patient checked the ins during the call with the dbs therapy app, which showed the message 'battery very low. Recharge your neurostimulator battery to restore therapy. Battery level is too low to provide therapy. Service code: 634.' The agent reviewed the message's meaning and explained to the patient that the ins battery level was too low to turn therapy back on. The agent advised the patient to charge their ins to at least 25% before attempting to turn therapy back on. The patient mentioned that they last charged the ins on friday but didn't check the ins battery level when they finished charging it. The patient mentioned that they usually don't charge the ins to 100% because it takes too long, so they stop charging the ins after about 2 hours when it reaches 75%. The patient said they usually charge the ins 2-3 times a week, but this morning, they didn't because t hey were running late for work. The patient began charging the ins during the call and understood that the ins battery level needed to be at least 25% before they could turn the therapy back on. See 705733925 for prior the ins turned off/symptoms.